Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump is malfunctioning. The pump was not allowing the cartridge to load. The patient has a back up pump and is will be using that while this issue is being fixed. There were no reported adverse events.